Event description:
It was reported that the patient had presyncope and light headedness post operatively. The right ventricular lead threshold was unstable during testing. The threshold was noted to be varying and hospital staff indicated that there was non-capture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).